Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek inrange meter compared to an unknown laboratory methodology. On (B)(6) 2022, at an unknown time, the patient's inr result on the coaguchek inrange meter was 6.1 inr. On (B)(6) 2022, at an unknown time, at the doctor's laboratory, the patient's inr result was 4.5 inr. The patient's therapeutic range is 3.0 - 4.0 inr. The time between tests is lower than 3 hours. The serial number of the coaguchek inrange meter is (B)(4).

Manufacturer narrative:
The test strips were requested but not returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origins (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods.". Occupation is patient/consumer.